Event description:
The plaintiff's attorney alleged that the pt experienced a cardiovascular event on (B)(6) 2011 after the user of the product.

Manufacturer narrative:
This is one event (cardiovascular) for the same pt involving three separate products; associated MDR #1225714-2014-04840 and 2937457-2014-01087.